Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. Moisture damage was also found on the electronic assembly during visual inspection. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had gotten wet in the ocean. The device was vibrating when they got off shore and had a red light. The battery was wet. The device did not pass the self-test. The device would not turn on. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.